Event description:
It was reported that the pump touch screen was stuck on alert screen. There was no adverse impact to customer¿s blood glucose level. Additional information was not provided. Customer declined further troubleshooting.